Manufacturer narrative:
MDR 1219913-2021-00105 was filed on february 8, 2021. Additional information - february 18, 2021. The customer confirmed that the sample was stored refrigerated over the weekend. Additional information - march 9, 2021. Advia centaur xpt sars-cov-2 total (cov2t) lot 709003 non-reproducible reactive results observed. The account's frequency of observed non-reproducible results is approximately 1%. Advia centaur cov2t lot 709003 was reviewed internally for discordant results. Advia centaur cov2t lot 709003 variability and discordant frequency as obtained from siemens remote services (srs) data is 1.22% at the time of review as compared to other lots. Siemens review determined that although non-reproducible false reactive results were observed with multiple kit lots, they are performing within claims and a change in performance has not been confirmed. Siemens went on site and performed a total service call. No instrument issues were identified. No product non-conformance was identified. Customer is operational. No further action is needed.

Manufacturer narrative:
Siemens went on site and performed an annual preventative maintenance. The verifications performed during the pm/instrument verification were: check for wash/aspiration issues (either no dispense or no aspiration): perform the dispense and aspiration test checking the wash fluid dispense. Check dispense volume checking the wash fluid dispense volume. Sample delivery for indirect assay (not enough sample): inspect probe tubing pathway and fittings. Check probe pressure sensing sample pressure pump/transducer test. Inspect diluter and syringe inspecting and lubricating the sample diluter syringe and the diluter pads. Base delivery (dripping in luminometer): inspect and clean base probe cleaning and inspecting the base probe. Check base pump dispense base pump precision. Clean the luminometer cleaning the luminometer, inspecting the waste probe, inspecting the waste probe guide. System contamination system decontamination procedure. Ancillary releasing reagent delivery for indirect assay: check ancillary probe dispense checking the probe wash dispense. Check ancillary probe dispense volume checking the probe wash volume. Check ancillary probe calibration instrument calibration - part 3. Inspect diluter and syringe inspecting, cleaning, and lubricating a syringe plunger or a piston seal. Inspect probe tubing pathway and fittings. Refer to the fluidics diagrams for more information. Inspect and clean probes inspecting and cleaning the reagent and ancillary probes. All probes were also verified, cleaned, lubricated and alignments checked. Inlet water replaced, water tank filter replaced. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for samples from two patients that were considered discordant with the initial and repeat nonreactive (negative) results. The results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.